Manufacturer narrative:
Product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7434a, serial # (B)(4), implanted: (B)(6) 2003, product type programmer; product ID 3888-33, lot # j0333679v, product type lead.

Event description:
It was reported that the patient had their implantable neurostimulator (ins) 'redone' two or three times because it was 'not put in right'. The patient finally had 'redone' at the cleveland clinic where it was 'put in right'. Additional information was requested, but was not available at the time of this report.